Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system up1a.231005.007.s911usqu5cyb1 cloud - smartphone hardware sm-s911u cloud - cgm sensor type g7.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached an unknown level. Symptoms reported include diabetic shock and coma. The patient did not provide information on how they were treated for the issue. Or the duration of the medical attention. The pod was worn when seeking medical attention. The patient state having issues with his pod and cgm (continuous glucose monitor) communicating.